Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the hospital after experiencing a syncopal episode. Review of their subcutaneous implantable cardioverter defibrillator (s-ICD) indicated three shocks that were ineffective at terminating the patient¿s ventricular fibrillation (vf). Some undersensing was noted during this episode as well. The fourth shock was able to covert the vf to a sinus rate. The shock impedance measurements during the episode were observed to be 140 ohms. An x-ray performed indicated the system may not be placed optimally. Additional information provided from the field indicated surgical intervention was performed and the electrode was repositioned. The s-ICD system remains in service and there were no additional adverse patient effects reported.